Event description:
Imprecise ammonia results were observed from a vitros 250 chemistry system. No patient results were reported as the results were obtained while performing a patient correlation study. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined the imprecise ammonia results were observed after the laboratory floor had been cleaned with an ammonia based product. The user documentation for the vitros 250 chemistry system indicates "never use ammonia based cleaners on or near the system". User error is the root cause of this event.